Manufacturer narrative:
The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that there was no image due to cut and defective cable. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the disruption of the cable made it impossible to transmit video communication to the server, so that the images were no longer displayed. Disconnection of the cable was probably caused by the user's handling. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, the camera head cable had cut and vision was foggy. There was no report of patient injury associated with the event. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that there was no image due to cut and defective cable.